Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was damaged and not opened. A field service engineer found the side rail of the drawer 2.1 was damaged, replaced the drawer 2 in the main to resolve. The system functioned as intended after the field service engineer replaced the drawer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 was damaged and not opened. The customer stated that the malfunction caused a delay but the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.